Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) advised the hp to call the nurse to inform her what happened and about any missed therapy. The hp would finish with manual supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not know what may have caused the alarm to occur. The hp advised that she was almost done with therapy when the alarm occurred, so she just ended therapy for the evening and contacted her peritoneal dialysis nurse. The hp stated she was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed. The root cause was undetermined. The lot number was not provided; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.